Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the device revealed a circumferential fracture in the glass fiber tip distal to the bevel edge, the potential for forward firing exists. There also was a small amount of burn marks on the metal tip around the output window. Functional analysis of the fiber was performed with the hene (helium-neon) laser fixture. The testing conducted show that the aiming beam was in the output window. The device passed a signature verification test and no issues were noted with the connector, tabs or segments. Based on the circumferential fracture the reported event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU). Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during preparation for a benign photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition after unpacking and preparation. During the vaporization of the prostate, the fiber exhibited diminished vaporization efficiency and after 38,648 joules with 15 minutes of use, there was no energy emitted from the fiber. The procedure was completed utilizing a second fiber without patient complications. The fiber was returned and analysis identified a circumferential fracture on glass cap distal to the bevel edge, the potential for forward firing exist.